Event description:
The customer stated that she was hospitalized due to hyperglycemia. The customer's blood glucose reading at the time of the report was 310 mg/dl. The customer stated that the insulin pump has been alarming no delivery frequently. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.